Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the lad. Approximately 3 months post index procedure, the patient suffered subdural hematoma. This is considered a stroke event. The patient was treated with intubation and medication. The event was assessed as not related to the study procedure or study device.

Manufacturer narrative:
Correction to report source: this is not a foreign event. If information is provided in the future, a supplemental report will be issued.